Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The caller stated that the patient received a blood glucose result of 10.1 mmol/l at 11:37 am on her aviva system. The patient experienced low blood glucose symptoms and was treated by school staff. The type of treatment given was not provided. Return of the suspect device was requested for evaluation.